Event description:
Reportable based on devices analysis completed on 18jan2024. It was reported that stent damage occurred. A 38 x 2.50 promus premier drug eluting stent was selected for use. However, during the procedure, it was noted that the stent surface was not smooth. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed the stent was detached from the delivery system.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evalutation by manufacturer: the device was returned for analysis. Visual, tactile and microscopic examination identified that the stent had been detached from the delivery system and not returned. A visual and tactile examination of the outer and inner lumen and mid-shaft section identified a break. No other device issues were identified during returned product analysis.